Event description:
The customer reported to customer service that her transformer cracked open.

Manufacturer narrative:
A replacement power adaptor was sent to the customer. The product was received on (B)(4) 2013. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that the transformer housing cracked open exposing the inner electronics, which is a safety risk. The customer also stated that she did not witness any smoke, fire or sparking. The customer confirmed no injury as a result of this issue. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformer to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. A f/u will be submitted once the investigation is completed.